Event description:
It was reported that during preventive maintaince cardiosave intra-arotic ballon pump (iabp) had screen damaged and needs to be replaced. There was no patient involvement, hence no personal injury.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) hospital. A supplemental report will be submitted once completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city), g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported that the cds screen was faulty. After on-site inspection it was found that the cds screen was faulty and it was a warranty replacement. After communicating with the hospital equipment department and department on site the assy, display top lcd rohs (0160-00-0127) was replaced. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.